Event description:
A customer reported receiving a power source alert. There was no reported impact to the customer's blood glucose level. The pump was not returned by the customer, and the complaint was subsequently closed due to lack of further information.